Event description:
Reporter stated that patient was found unconscious. Reporter indicated that, while unconscious, patient's blood glucose measured 194mg/dl using the suspect device. Reporter stated that the patient was given orange juice, after which, they regained consciousness. Reporter was unable to provide any information about blood glucose tests taken prior to the event, however, they did state that patient had not taken their oral diabetic medication. Patient did not seek medical treatment. Patient's current condition: doing great. Technical support requested the return of the suspect product and replacement product was shipped.